Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention implanted with an impella 5.0 device for mechanical circulatory support. The complainant reported that a hematoma was observed at the right axillary impella insertion site. Manual pressure was held, and the site was redressed. It was reported that the patient¿s tissue appeared to be soft and bruising that extended from the lower right pectoral area to the upper right bicep was noted. The patient remained on impella support, was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.